Event description:
Total left hip replacement with a depuy pinnacle implant. I have been in severe pain since my initial surgery. I have complained of complications with my hip and only when the recall went into affect have my doctors start to do the necessary test to determine the problem. Diagnosis or reason for use: total hip system for hip replacement.